Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 16033057 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a lead replacement procedure, and the physician opted to replace the linear leads with a paddle lead. The patient was doing well postoperatively, and the explanted device components were kept by the medical facility.